Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the visera hystero videoscope exhibited a bulge at the 20cm mark inside the lumen. There were no reports of patients¿ harm.

Manufacturer narrative:
The device was returned to olympus for inspection. The complaint allegation was confirmed during the investigation. Based on the results of the investigation, the most probable cause of this complaint is expected or random component failure without any design or manufacturing issue. Olympus will continue to monitor the field performance of this device.

Event description:
No new information has been provided by the customer.